Event description:
It was reported that during sheath exchange, the user experienced difficulty accessing the artery requiring the sheath to be inverted. The angio-seal device was then deployed successfully and the puncture site was intact. During the 20-minute period when the tension spring was in place, the pt felt the need to urinate. Subsequently, the pt became hypotensive and a CT scan was performed revealing a retroperitoneal hematoma. In addition, a tear was noted in the posterior wall of the artery which may have been caused by possible over manipulation of the sheath. Reopro had been administered during the angio-seal deployment procedure. The pt was subsequently given platelets in reverse this followed by two units of blood. The pt was monitored by doppler over the next few days until the hematoma was resolved. Surgery was not required. A pre-placement angiogram was not peroformed prior to deployment of the angio-seal device.